Manufacturer narrative:
Device analysis for lead revealed the lead body conductor was broken at the titan anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of report. A follow up report will be submitted once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was a loss of stimulation. There were no known environmental/external/patient factors that may have led or contributed to the issue. Reprogramming was attempted. It was noted that there was a defective lead. The lead was replaced and the issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.